Manufacturer narrative:
The cartridge was discarded and not received for evaluation. Video evaluation of the event revealed a leak in the arterial line. All devices must meet all quality criteria and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections" and "make sure mated luer-connectors are secure but do not over-tighten, especially when connections are wet.¿

Event description:
A report was received on 25 aug 2022 from the critical care nurse of a critically ill patient with a medical history of diabetes and end stage renal disease, who stated she observed an unspecified amount of blood leaking from tubing on the pre-filter arterial line and from the heparin port. Per the nurse, the patient experienced decreased blood pressure (nos). Additional information was received on 26 aug 2022 from the nurse who stated the patient was placed on a norepinephrine drip. Per nurse, the blood leak was due to a use error (no details given). Following the event, the patient is "doing much better".